Manufacturer narrative:
Investigation is still in process. A supplemental report will be submitted to the FDA once that the product analysis is completed. Concomitant products: carto 3 system us catalog #: fg540000, serial#: (B)(4); stockert 70 system us catalog #: s7001, serial#: (B)(4); coolflow pump us catalog #: cfp002, serial #: (B)(4); reprocessed acuson catheter. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that during an a-fib procedure, while the physician was using a rmt thermocool catheter in an agilis sheath, the patient's blood pressure dropped during burning phase. An intra cardiac echocardiography ultrasound confirmed a pericardial effusion. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. A cool flow pump test was performed as well and the catheter passed specifications. Finally, a deflection test was performed and the catheter passed. The catheter passed all specifications. The root cause of the pericardial effusion remains unknown. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Event description:
It was reported that during an a-fib procedure, while the physician was using a rmt thermocool catheter in an agilis sheath, the patient's blood pressure dropped during burning phase. The physician kept the tip of the catheter minimally out of the sheath and manipulated the sheath as if it was a manual catheter. This combination during an rf ablation most likely either perforated or burned a hole through the left atrial ridge between the appendage and the left superior pulmonary vein. The physician did not experience difficulty manipulating the catheter before the event; 40 ablation applications were delivered to the patient before the event. The rf generator was set to power control at 40 watts setting. An intra cardiac echocardiography ultrasound confirmed a pericardial effusion. Pericardiocentesis was performed and 100 cc of fluid was removed from the pericardial space. The patient was stable and admitted for observation. The physician opinion regarding the causality of the adverse event was possible device and procedure related.